Event description:
It was reported that the doctor was not able to use the device because error 710 appears on screen. A male patient was involved .the procedure was not completed due to this error. There was no clinical consequences to the patient.

Manufacturer narrative:
D3. Manufacturer name, manufacturer address 1, manufacturer city, manufacturer state and manufacturer zip/postal code corrected d8. Sud reprocessed and reused corrected g1. MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip/post code corrected the device history record (DHR) review and service history record review was completed and confirmed that the console was installed on 30 july 2016 and the console was fully functional with no issues. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The issue was cleared momentarily and the error came back shortly. The resonator with q-switch will be replaced. Based on the analysis results, the as reported event of device displays 700 error message was confirmed. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the doctor was not able to use the device because error 710 appears on screen. A male patient was involved .the procedure was not completed due to this error. There was no clinical consequences to the patient.